Manufacturer narrative:
Section h10: (d4) catalog number: 320-42-03, serial number: (B)(6), expiration date: 20-feb-2023, unique identifier (UDI) #: (B)(4). (H3) the revision reported was likely the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities, which led to humeral liner disassociation. (H4) device manufacture date: 22-feb-2018. Section h11: *the following sections have corrected information: (d2b) common device name: equinoxe reverse 42mm humeral liner +2.5.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 3 yrs postop the initial tsa, this male patient was revised today for liner disassociation of reverse shoulder. Per the pa, there was no report of fall. Patient reports doing an abduction type movement and feeling a pop. On x-ray there is noted capsular scar tissue with some ossification superiorposterior. The surgeon replaced the liner and told his pa to limit the patients combined external rotation/abduction. Forward flexion and external rotation with arm at the side was good per surgeon. The device will be returned. Patient was last known to be in stable condition. No additional information available.